Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they set alarm volume to the highest setting and still not able to hear it and received no delivery alarm. The customer¿s blood glucose level was 160 mg/dl at the time of the incident. The customer declined troubleshooting for high blood glucose and no delivery alarm. The insulin pump will not be returned for analysis.